Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as red, itchy blood blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse practitioner recommended removal of vest until healed. Follow up indicated that the skin irritation improved.